Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, the cause of the reported event remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a premature ventricular contraction (pvc) procedure, the patient experienced heart block and a pericardial effusion which required a pericardiocentesis. Ablation was performed in the rvot, then went retrograde over the aorta to the lvot. Mechanical av block was then observed which resolved upon moving the catheter. This occurred 3 times and the physician decided to end the procedure. After completing ablation using echocardiography, a small pericardial effusion (5mm) was seen. The cause of the effusion remains unclear. A pericardiocentesis was performed and the patient vital signs improved. The patient was stable throughout this process and remains stable currently. The pvcs were still present at the end of the procedure. The physician is unsure if the perforation was caused by ablation or by accidental excessive contact force. There were no performance issues with any abbott device.